Event description:
A customer reported a tandem mobi cartridge alarm during the cartridge loading process. There was no adverse impact to the customer's blood glucose level. Reportedly, the cartridge was changed to address the issue.